Manufacturer narrative:
The reported event occurred on a cobas e411 rack analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. Analysis of two patient samples confirmed the customer's results, with both samples showing reactive results (2.03 coi and 1.85 coi, respectively). Further testing indicated that both samples reacted with only one hiv-specific antigen, which is indicative of a potential false reactive result. This outcome aligns with the known assay performance, as specificity and sensitivity are less than 100%. The root cause was attributed to a sample-specific discrepancy. It is recommended to perform confirmatory testing, such as western blot or hiv rna tests, for initially reactive or borderline samples to ensure accurate diagnosis.

Event description:
The initial reporter alleged reactive results for two patient samples from one patient tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e411 rack analyzer.